Manufacturer narrative:
The device was evaluated by olympus. The evaluation found peeling off of the coating on the insertion section (greater than or equal to 1 square millimeter) was present due to deterioration. The investigation is ongoing and the conclusive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the bending cover was leaking. Upon return of the device to olympus and inspection and testing, it was found that peeling off of the coating on the insertion section (greater than or equal to 1 square millimeter) was present. This report is submitted due to the peeling off of the coating on the insertion section (greater than or equal to 1 square millimeter). As this was found during inspection of the device, there was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. Inspection results confirmed that the coating at the insertion section was peeled off, and that the bending section was damaged - therefore, the cause was presumed to be physical stress, chemical stress, storage environment, etc. The user is able to detect the suggested event appropriately by handling device in accordance with the following instructions for use (IFU): "inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities." The user is able to reduce/prevent occurrence of the suggested event by handling device in accordance with the following IFU: "warning: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient." The IFU further states: "warning: the endoscope and accessories may be damaged by published methods for destroying or inactivating prions. For information on the durability of olympus equipment against a particular reprocessing method, contact olympus. In general, olympus cannot guarantee the effectiveness, safety, and durability of reprocessing methods not described in this reprocessing manual. If you choose to use a reprocessing method not recommended in this manual, the local institution and/or physicians must assume responsibility for its safety and efficacy. Make sure to carefully inspect each piece of endoscopic equipment for irregularities (damage) prior to each patient procedure. Do not use the equipment if any irregularity is found." Finally, the IFU also documents the following regarding storage: "caution: to prevent damage, do not store the endoscope and/or accessories in direct sunlight, at high temperatures, in high humidity, or exposed to x-rays, ultraviolet rays, or ozone." Olympus will continue to monitor field performance for this device.